Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable, service code 204) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. Additionally, the cable connecting the distribution node to the rear therapy electrodes was pulled from strain relief, breaking wires in the cable. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable and that the patient was receiving excessive a service code 204 (belt/monitor unusable).